Manufacturer narrative:
Concomitant devices: nexgen standard all poly patella size 29 8.0mm, catalog #: 00597206529, lot #: 61504276. Nexgen lps-flex posterior stabilized articular surface size c d 10mm, catalog # 00596403010, lot # 61492124. Nexgen nonaugmentable stemmed option tibial component size 3, catalog # 00598603701, lot # 61475088. Palacos r 1x40 single bone cement, catalog #: 00111214001, lot #: 69454233. Palacos r 1x40 single bone cement, catalog #: 00111214001, lot #: 69454233. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the nexgen cr-flex and lps-flex package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0002648920-2017-00697, 0002648920-2017-00696, 0001822565-2017-07832, 0001822565-2017-07821, 0001822565-2018-06830, 0001822565-2017-06831.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: all poly patella size 29 mm dia. Standard 8.0 mm thickness, catalog # 00597206529, lot # 61504276. Nonaugmentable stemmed tibial component option size 3, catalog # 00596403010, lot # 61492124. Nonaugmentable stemmed tibial component option size 3, catalog # 00598603701, lot # 61475088. Device is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920 - 2017 - 00697, 0002648920 - 2017 - 00696 , 0001822565 - 2017 - 07832. Implanted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Patient is experiencing pain, swelling, instability, loosening, stiffness.